Manufacturer narrative:
Concomitant products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The failed back surgery syndrome (fbss) patient reported through a manufacturer representative that it "when walking near or stopping near traffic signals and high voltage electric lines, stimulation suddenly strengthened." It was further reported it "felt like their stimulation became stronger around high-voltage electric lines when waiting for traffic signals to change." The issue was noted to have also happened while the patient was riding the bus to the facility for a periodic check-up at the time of report. It was further noted the issue only happened on sightseeing-type buses/long distance buses and not on municipal/metropolitan buses. The patient's physician's "opinion was that the frequency may have been the problem, so it was changed from 20 hz to 5 hz." The issue did not reappear after the reprogramming session when the patient did a lap around the check-up facility and passed near some traffic signals. It was noted that it was believed "it was not a problem with the device, but a problem with the frequency parameters." A supplemental report will be filed if additional information is received.